Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo recorder failed and did not pick up signal from the bravo capsule. There was no harm to the patient. The patient will be scheduled for a repeat procedure.